Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including inspecting the faceplate and back plate for damage; inspecting and cleaning the diaphragm; disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that the troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. In follow up with a complaint handler on (B)(6) 2020, the customer confirmed that she developed mastitis on (B)(6) 2020 and was prescribed an antibiotic, which she completed taking. She indicated that she had not yet received the replacement pump, however the mastitis was resolved. In further follow up with the customer on (B)(6) 2020, the customer indicated that the replacement pump was working well for her, but she had not had a chance to send the original pump back, however she had received the return label and would be sending it soon. Based on the results of ca11-001, it cannot be definitively concluded that the pump caused or contributed to the customer's mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4)% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2020, the customer alleged to medela llc that she had mastitis because she was unable to empty her breasts with her pump in style breast pump.